Manufacturer narrative:
(B)(4). As the cassette was not returned and a lot number was not available, a device analysis and batch review cannot be completed. The hp indicated that the patient line had not been properly primed prior to hp connection. This issue is known to cause a 2240 alarm. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during peritoneal dialysis, in initial drain. The patient was connected at the time of the alarm. The patient line had not been properly primed prior to patient connection. The home patient (hp) did not check the patient line for air prior to connecting. Patient extensions were not in use. The patient had not disconnected prior to the alarm. The hp cycled the power and cleared the alarm. Proper procedures were reviewed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.